Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on (B)(6) 2015, after the laparotomy, the reliavac closed wound suction system was used with two round drains for the patient who presented for the removal surgery of the implant(s). The drain tubes were cut in two to be placed in the lumbar muscle layer for three days period. Upon removal of the tube, by grasping the close region of the tube (outside) from the exit site, slight resistance was felt. However the tube kept being slowly and carefully removed. This caused the 6 cm of the tube to be torn off and remained in the body. The patient underwent a surgical operation for the remaining fragment removal and it was confirmed there were no remains in the body by visual inspection. Reportedly the patient had no post surgical injury without any causal relationship between the patient's condition and the event.

Manufacturer narrative:
Received 2 used wound drains only. Visual inspection noted that one of the wound drains had broken. The broken piece of the drain was returned for evaluation. Visual evaluation noted that one of the wound drains had broken at the perforated area of the drain. The breakage area presented jagged edges and stress marks as evidence of being stressed beyond its tensile capabilities. The second drain was not broken and no damages were observed. The two drains returned for evaluation had a suture attached near / and on the blue connector of the drains. No functional testing was performed due to the condition of the sample. The drain dimensions were found to be within specifications. A tactile evaluation was conducted and no manufacturing deficiencies were observed that would have contributed to the reported issue. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed with an unknown root cause. The instructions for use state the following: "indications: silicone round drains are indicated for use with selected bard® evacuators for closed wound drainage following head and neck, abdominal, ent, ob/gyn, plastic and neurosurgery. Warning: when placing drain(s) care should be taken to ensure that the perforated portion of the wound drain lies completely within the confines of the wound. Read product insert provided with the closed wound evacuator for detailed instructions, warnings and precautions associated with the use of the evacuator device. To avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4)..